Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt ((B)(6)) was experiencing painful stimulation at the ipg pocket when the area was pressed or touched. Surgical intervention was undertaken to address this issue, and it was found that one of the pt's extensions was filled with fluid. The physician decided to replace both extensions thereby resolving the reported issue.